Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm prime anomaly due to blank display.

Event description:
The customer reported via phone call that the insulin pump receives low reservoir alarm. Customer's blood glucose level was 190 mg/dl. The customer "state" that insulin pump was unable to exit load reservoir process. Insulin pump will be returned for analysis.